Event description:
The patient reported experiencing ineffective stimulation. The patient stated stimulation was never present in her low back and reprogramming was unable to provide the desired coverage. The sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.